Event description:
An aneurx stent graft system was inserted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology at time of implant was not reported. Vessel morphology was reported as tight iliac arteries, severely calcified and moderate stenosis. The physician inserted an angioplasty balloon to dilate the iliac artery, placed an aneurx iliac limb, and then placed another manufacturer's self-expanding stent, however, upon removal of the self expanding stent delivery system the pt's blood pressure dropped. The angiogram revealed that the left external iliac artery was perforated. The physician believes that the perforation occurred during inflation of the angioplasty balloon. The physician placed another angioplasty balloon and was able to control the bleeding. The physician elected to sew another manufacturer's graft to the area that was perforated. No additional clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
.